Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to an unspecified reason. It is unknown if the explanted ipp is being returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.